Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in bolton for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the camera head not being properly attached due to wear on the video connector socket. The connection between the device and the camera head may have become unstable due to a gap in the mounting area due to wear on the video connector socket. Omsc concluded that this displayed the color bar instead of the endoscopic image. The video connector socket wear may have been caused by user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the appearance was in good condition. The introspection was in good condition. Endoscopic images were intermittently lost and color bars were displayed. This was found to be due to the video connector being worn. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The customer called and reported that the endoscopic image did not appear and the color bar was displayed. It was found during preparation for use. The customer tried and combined a camera head or endoscope with another video processor and it worked fine. Therefore, there is possibility that this device was defective. There was no report of patient injury associated with this event.